Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a database issue. A technical support specialist found that the database was in suspect mode, dropped the database, repaired the application, and performed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a software-related issue. The customer reported that they received an unexpected data error while logging in. Users had to go to a different medstation to pull medications. There were no adverse events or injuries reported based on this event.